Manufacturer narrative:
Result of investigation: both complained products have been assessed by an OEM / karl storz trained technician. The performed continuity tests were okay. The product inspection showed signs of fair wear and tear and close-up pictures of the inside of the connector socket showed broken parts (clamp springs). According to the provided batch numbers, the cables were manufactured 8 and 13.5 years ago, respectively, and were probably used for the same amount of time and over their expected lifetime. The described issues of loss of current and appearing sparks probably occurred due to the described observations. The damages caused an increase of resistance which in turn resulted in heated up cable wires and sparks. Due to the age and the signs of use, both cables should have been replaced by new ones. According to the IFU, the user has to check the condition of the cable before each use to avoid this issue. Based on the given facts we set the root cause to product wearing and user error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that the diathermy leads sparked and lost all current while in use. No one was hurt and it was far away from the patient. No death or (unanticipated) serious deterioration in state of health reported.